Event description:
The customer reported that this unit had no power.

Manufacturer narrative:
The customer reported that this unit had no power. A philips field service engineer went to the customer site and replaced both the power & control pcas to resolve this issue. Due to multiple parts being replaced we can not determine the cause since multiple parts were replaced.